Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #65771101120, zimmer m/l taper femoral stem, lot #62465818 manufactured by zimmer inc. (B)(4) remains implanted. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to elevated ion levels and metallosis. During surgery, corrosion was noted inside the head and on the taper of the m/l stem. There was also a pseudotumor noted.

Manufacturer narrative:
The femoral head and liner had been returned for review. The femoral head had a foreign material on the outside surface. The female taper of the femoral head had dark debris on the surface. The liner was discolored and had the rim of the liner broken possible from the removal process. Device history review did not identify any deviations/ anomalies. These devices are used in the treatment of the patient. There were no other complaints for the device part and lot combinations listed in this complaint. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Sem analysis of the neck and head junction in descending order of levels found were carbon (c), oxygen (o), chromium (cr), cobalt (co), titanium (ti), molybdenum (mo), phosphorus (p), aluminium (al), calcium (ca), and sodium (na). This has been a common element breakdown of the black debris found in corrosion events. With the information provided, a definitive root cause cannot be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative report. It was noted that patient had adverse local tissue reaction. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 2 years post implantation due to metallosis, corrosion, elevated metal ion levels, and adverse local tissue reaction. Revision operative report noted patient had adverse local tissue reaction. During procedure minimal fluid in the hip joint was found. There was a substantial scar with thickening of the posterior capsule. Inflammatory tissue along the posterior rim of the acetabulum associated with bone loss. There was also some inflammatory tissue along the femoral interface proximally. More inflammatory tissue found underneath the liner. The taper had corrosion inside the femoral head with staining on the femoral neck. Attempts have been made and additional information on the reported event is unavailable.